Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft was implanted in a patient for the endovascular treatment of a pre-ruptured 65mm abdominal aortic aneurysm. It was reported that approximately 38 months post index procedure, the patient presented emergently to the hospital with a type 3 endoleak on the etlw1624c156e limb and a type 1b endoleak on the etlw1620c124e. Etlw1624c124e was implanted to treat the event and embolized the internal iliac artery and built down to the external with a etlw1610c156e limb. Endoleaks were resolved. As per the physician the cause of the event was a type 3 hole in the limb. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis the reported endoleak in one of the endurant limbs could be confirmed on the films provided; however, the cause or type of endoleak could not be determined and the endoleak in the other limb could not be assessed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. Post-implant CT¿s were not available for review of the patient¿s anatomy and the stent graft in-vivo configuration could not be evaluated. It is possible that aneurysm morphology changes as seen with the tortuous distal iliac arteries, may have contributed to the reported type ib endoleak. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported type iii endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.